Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a donor unit when tested with seraclone anti-jk(a). The customer stated that she had to crossmatch a patient with a known anti-jk(a). The donor unit was typed for jk(a) using seraclone anti-jk(a). The donor unit yielded a negative reaction. Based on this negative reaction the donor unit was crossmatched for the patient. But the crossmatch was found to be incompatible. The donor unit was retested internally and externally and found to be jk(a) positive. The customer did neither return the supposedly defective product seraclone anti-jka for investigational testing nor the donor unit that caused the false negative test result. Therefore our quality control laboratory tested their retention sample of seraclone anti-jka with different donor and reagent red blood cells for potency and specificity. For the specificity testing our quality control laboratory also used panel cells of a competitor. All positive and negative reactions were correct. We did not observe any false negative reaction. The potency testing was done with donor red blood cells. The required minimum titer of 8 was exceeded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.